Manufacturer narrative:
This MDR is being submitted to report the UDI number. UDI: lot unknown; (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received on 12/3/2015. There had been no device performance issues related to the event (i.e. Resistance/friction, excessive movement/instability of the microcatheter, positioning difficulty of the coil). The lot number of the orbit galaxy was 17035827. UDI: (B)(4). Complaint conclusion: as reported by a healthcare professional, during coil embolization of a ruptured aneurysm at the internal carotid-posterior communicating artery, the aneurysm ruptured during placement of an orbit galaxy (640cf3575/17035827). The physician inserted an envoy 6 fr mpd90cm into a 4frcx catheter (sy3) and delivered it to the right internal carotid artery. Then, he inserted an sl 10 microcatheter, and approached the right internal carotid artery with a chikai guidewire. The coiling started with a tip of the sl10 placed innermost of the aneurysm. When inserting an orbit galaxy 3.5mm as the first coil, the aneurysm was ruptured due to the position of the sl10 (innermost of aneurysm). Next, the physician added 4pcs pf orbit galaxy, and the procedure was completed. The orbit galaxy was new and had been stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. There had been no device performance issues related to the event (i.e. Resistance/friction, excessive movement/instability of the microcatheter, positioning difficulty of the coil). The complaint product was in the patient and was not available for analysis. Review of DHR for lot 17035827 concluded there were no issues that were considered potentially related to the reported complaint. Stroke and rupture are known adverse events related to coil implantations and are listed in the instructions for use as such. Based on the information provided, patient factors (previously ruptured aneurysm) may have contributed to the aneurysm rupture. In addition, the microcatheter used during the procedure may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: devices used during the procedure included 4frcx catheter (sy3), sl 10 microcatheter, chikai guidewire, orbit galaxy 3.5mm (640cf3575/lot unk). Information regarding patient age and weight were not available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a ruptured aneurysm at the internal carotid-posterior communicating artery, the aneurysm ruptured during placement of an orbit galaxy (640cf3575/lot unk). The physician inserted an envoy 6 fr mpd90cm into a 4frcx catheter (sy3) and delivered it to the right internal carotid artery. Then, he inserted an sl 10 microcatheter, and approached the right internal carotid artery with a chikai guidewire. The coiling started with a tip of the sl10 placed innermost of the aneurysm. When inserting an orbit galaxy 3.5mm (640cf3575/lot # unknown) as 1st coil, the aneurysm was ruptured due to the position of the sl10 (innermost of aneurysm). Next, the physician added 4pcs pf orbit galaxy, and the procedure was completed. The orbit galaxy was new and had been stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint product is in the patient and thus will not be available for analysis.